Event description:
Metal shaft of toothbrush broke off in the toothbrush head [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b professional care 8000 rechargeable toothbrush, the metal shaft of the toothbrush broke off in the oral-b brushhead, version unk, which had caused the consumer to have a different feeling while brushing. The toothbrush had not been dropped. No symptoms developed. No further information was provided.

Manufacturer narrative:
A lot code was provided by the reporter. A lot check has been completed in the safety database. No other adverse event cases were received for lot number a928. Reporter returned 1 oral-b professional care rechargeable toothbrush, production code a908. The returned sample (handle) was analyzed and did provide a failure related to user handling.

Event description:
Metal shaft of toothbrush broke off in the toothbrush head [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b professional care 8000 rechargeable toothbrush, the metal shaft of the toothbrush broke off in the oral-b brushhead, version unknown, which had caused the consumer to have a different feeling while brushing. The toothbrush had not been dropped. No symptoms developed. No further information was provided. On 06-apr-2015 reporter returned product. Evaluation in progress. On 20-apr-2014 product investigation: reporter returned 1 oral-b professional care rechargeable toothbrush, production code a908. The returned sample (handle) was analyzed and did provide a failure related to user handling.

Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. A lot code was provided by the reporter. A lot check has been completed in the safety database. No other adverse event cases were received for lot number a928. Full evaluation will occur upon receipt of the returned product.